Event description:
This device was not sutured in the pocket and had migrated. A revision was done and this device remains actively implanted should additional information be received, this file will be updated.